Event description:
Patient was implanted with a lcp plate following a severe mva. Patient sustained a right distal femur supracondylar fracture with intracondylar extension. Eight weeks post op, the patient returned to the surgeon with pain and deformity at the implant site. The surgeon confirmed, the plate was broken. On (B) (6)2010, the plate was removed and the patient was revised to a retrograde nail.

Manufacturer narrative:
Reported as between (B) (6)2010 and (B) (6)2010. Manufacture date is not able to be determined without a lot number. Investigation could not be completed, no conclusion can be drawn. No lot number provided and no device returned. Device history record review cannot be completed without a lot number.